Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.